Manufacturer narrative:
A united states (us) customer called a siemens customer care center (ccc). The quality controls (qc) and calibration were within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During multiple visits, the cse inspected the system and ran atellica test protocol (atp) service methods. The cse replaced and aligned the sample mixer and performed the sample mix test. Also, the cse replaced a sample probe, performed alignments, cleaned the area, and replaced all dilution cuvettes, reagent 1 (r1) probe, and the dilution washer probe. Then, the cse performed auto-check. Additionally, the cse replaced the reagent arm, reagent mixer, pump and valve on sample probe, high pressure valve, fittings, tubing, and sample arm assembly. The cse also repaired sample probe 2. Next, the cse performed all alignments, replaced the dilution mixer (dmix), and performed dmix testing, which was acceptable. Siemens reviewed the instrument data and found that a "process error for dilution arm: pressure transducer: sample abnormal aspiration" occurred immediately prior to the observation of discordant results, which were run in sequential order following the error. The initial sample results were low, which is an indicator of an obstruction in the system that impacted the sample predilution for photometric methods and the imt (integrated multisensor technology) dilution. The primes that occur between each sample processed eventually flushed the obstruction out of the dilution probe and imt system and restored the sample predilutions to normal conditions without any additional intervention. Siemens concluded that poor sample quality, due to preanalytical factors, was the potential cause of the falsely depressed na, k, and crea_2 results. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Falsely depressed sodium (na) results for four patient samples were obtained on an atellica ch 930 analyzer. Additionally, falsely depressed potassium (k) results were obtained on two of those samples on an atellica ch 930 analyzer. Also, a falsely depressed creatinine_2 (crea_2) result was obtained on sample identifier (B)(6). The initial results were reported to the physician(s), who questioned the results. The samples were repeated on alternate atellica ch 930 analyzers, which recovered higher than the initial results. The customer also indicated that one patient, identified as (B)(6), was redrawn in an emergency room, and the sample recovered normal. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na, k, and crea_2 results.